Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety shield of the bd autoshield¿ duo pen needle did not engage and leaked the liquid vaccination at the injection site. Found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: customer returned photos of an open autoshield duo. Customer states that the safety does not seem to engage and it has been reported that there is leakage of liquid at the injection site. The photos were examined and the non-patient shield was not activated. This suggests that the sample pictured was not activated on the patient end during the injection. This could happen by not applying sufficient force during the injection. This would cause the perception of leakage as the patient end of the needle would never be inserted into the injection site. No defects were observed on the pictured sample. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as it appears not enough force was applied on the sample to trigger the activation.